Event description:
It was reported that stent damage occurred. A 4.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and it was noticed that the stent was damaged out of hoop. No patient complications were reported.